Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. The customer's technician tested the device and could not reproduce the symptom. No additional information is available.